Event description:
Literature was reviewed regarding patients with left ventricular assist devices (vads) undergoing elective non-cardiac surgery (ncs). Examples of ncs include endoscopy/colonoscopy with or without simple biopsy, dental and ophthalmic procedures, abdominal, thoracic, urological, vascular, neurosurgical, and orthopedic operations. The authors described patient deaths; however, the causes of death were unknown and described as thirty-day all-cause mortality. There were patients who experienced unplanned hospital readmissions, infection which required antibiotics, respiratory failure which required ventilatory support, bleeding which required transfusion or reoperation, new-onset arrhythmia which required treatment, and worsening heart failure which required escalation. The status of the vads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: perioperative anticoagulation management in patients with left ventricular assist devices undergoing elective non-cardiac surgery: a retrospective study of bleeding and thrombosis. The journal of thoracic disease. 2026. 18(3):197. Doi: 10.21037/jtd-2025-aw-2029. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.